Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. The customer had changed the infusion set and battery when the insulin pump alarmed unexpected restart. In the alarm history two external error and two unexpected restart alarms were found. Customer's blood glucose level was around 200 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.